Manufacturer narrative:
G4: 12aug2020 b4: 19aug2020 the philips service technician evaluated the ventilator and confirmed the power led had illumination failure. The philips service technician replaced the power switch overlay to resolve the issue. The device successfully passed all required testing, and remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03aug2020.

Event description:
It was reported to philips that the device's light emitting diode(led) for the ac power supply was not functioning. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4: 08oct2020. B4: 12oct2020. The power switch overlay was returned to failure investigation (fi) for evaluation. Visual inspection of the power switch overlay assembly revealed no evidence of damage or contamination. The power switch overlay assembly will be installed in the fi test ventilator in an attempt to duplicate the reported problem. The power on/off (green) & ac (amber) led trace was found broken that created the led not to illuminate continuously. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.